Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving an inappropriate shock due to svt. Output anomalies were observed. Programming changes were recommended. The lead was revised. The patient was stable following the procedure and will continue to be monitored with routine follow-up.